Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device intermittently shuts off and reboots. Coinciding with the reported issue the ac indicator light would also intermittently turn off. There was no patient involvement.